Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 clarifier- use after expiration.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. The 2.8x16mm graftmaster covered stent was implanted; however, another 2.8x19mm graftmaster was implanted to successfully seal the perforation as the perforation was larger than expected. The 2.8x16mm graftmaster was noted to be used after the expiration date. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of (B)(6)2020 with an expiration date (use by date) of (B)(6)2022. The product was used after expiration as it was reported the procedure occurred on (B)(6)2022. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event; however, no follow-up letter will be requested as the case information noted that the user is already aware of the deviation. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.